Manufacturer narrative:
Device not available for evaluation.

Event description:
It was reported that the customers ambulance lost control and crashed while transporting a patient with a pelvic fracture. It was reported that the patient was ejected from the cot during the crash event. It was reported by the customer that the patient may not have been properly restrained to the cot prior to the accident event. It was reported by the customer that the patient did not incur any additional injuries during the accident event.